Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Section e: (B)(6) block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the distal pierce hole (tome's extrusion) was torn, and the anchor was displaced but the wire anchor was still within the catheter. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the distal pierce hole was torn. Based on the condition of the device, the problem found could have been caused by resistance at the cutting wire causing the catheter to tear and displace the cutting wire notch. Also, this could have been generated if the device was operated in an incorrect position/place not allowing it to bow normally. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic sphincterotomy (est) procedure. The exact procedure was unknown. During the procedure, before the device was energized, the cutting wire of the truetome 44 had "ruptured in the catheter that is connected to the cutting wire from the hand". It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. This event was reported by the distributor. The physician is: dr. (B)(6) phone: (B)(6) fax: (B)(6) (B)(6) hospital (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic sphincterotomy (est) procedure. The exact procedure was unknown. During the procedure, before the device was energized, the cutting wire of the truetome 44 had "ruptured in the catheter that is connected to the cutting wire from the hand". It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.